Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she believed the insulin pump was not working because she was experiencing high blood glucose. Customer's blood glucose was 406 mg/dl. Customer was willing to troubleshoot but she was at work and she had changed the set already. Customer stated she will call back to perform troubleshooting.